Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. Additionally, it was reported that a cartridge alarm 20 occurred during the load sequence. A replacement pump was sent to the customer to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.